Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was in the emergency room due to having a reaction to her muscle relaxer. The patient underwent implant procedure and was doing well postoperatively. No further information has been obtained.